Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of connection to the internal device. It is unknown whether there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.